Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that one day post implant this right ventricular lead displayed intermittent loss of capture. The patient was experiencing pre-syncopal episodes associated with 2-3 seconds of asystole. The patient was seen for a revision procedure where the lead was repositioned with good resulting numbers. The following day the lead displayed pacing impedance measurements of greater than 2000 ohms. The patient was discharged and seen for follow up the following week where pace impedance measurements had recovered into the 1300-1400 ohm range. The system will continue to be monitored. There were no adverse patient effects reported. The device remains in service. As of today, no additional information has been provided. Should additional information become available, this report will be updated.